Manufacturer narrative:
This trackwise record was opened in order to submit a missing initial medwatch report. No investigation will be performed in trackwise, as the investigation was completed previously when first received by heartsine, prior to the implementation of trackwise.

Event description:
Red status indicator flashing. No patient involved.